Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:58:26. During night drain cycle five, the patient's ultrafiltration reading was 2020ml, indicating the home patient drained 1880ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated . A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intra-peritoneal volume (iipv) situation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device which were performed with no noted issues. A visual inspection was performed with no noted issues. A short simulated therapy was performed and passed successfully. A device history review was performed and it was determined that there were no findings associated with the reported problem. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.